Event description:
A malfunction was reported on the pump with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs.